Manufacturer narrative:
The pod was received partially deployed with the formed needle visible in the exposed portion of the soft cannula. The slide insert was visible in the top housing viewing window and the linkage assembly was in the fully deployed state. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism components found the formed needle was not seated in the slide retract, indicating that the formed needle was installed incorrectly into the slide retract. The slide retract was found to be damaged due to improper instalment. This is confirmed as the cause of the needle failing to retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not retract back into the pod and caused pain.